Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation, component code), h11. A getinge field service engineer (fse) checked equipment and fault code records at hospital site to confirm customer reported fault. The fse replaced muffler 1/8 npt and unit passed all factory specified performance and safety index tests. Unit has been delivered to customer and can be used clinically.

Event description:
Na.

Manufacturer narrative:
Updated field: b4, d8, d9, e1, (initial reporter name,) e2, e3, g3, g6, h2, h11. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Due to character limitation event site full name: (B)(6) medical university event site full address: no. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) reported a high temperature alarm and replaced the patient with other equipment. There was no casualties.